Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device could not successfully download a software upgrade. No further intervention was performed; the patient was stable and will continue to be monitored.